Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and embedded device ('essure coild embedded') in a 31-year-old female patient who had essure (batch no. C55837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, post spinal headache, multiparous, vomiting, low back pain, endometriosis, menometrorrhagia, chronic anemia, intramural leiomyoma of uterus, adenomyosis and cervix inflammation. Concomitant products included ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol), ferrous sulfate;folic acid (ferrous sulphate + folic acid) and paracetamol (acetaminophen). In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful intercourse)"), migraine ("migraines/headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device: fundal areas of the uterus"), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy/ total hysterectomyuterus +cervix and hysterectomy and bilateral salpingectomy-uterus +cervix). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device expulsion, menorrhagia, dysmenorrhoea, dyspareunia, migraine, nausea, depression, anxiety and weight decreased outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: three coils remained visible. This was again done patient's left fallopian tube. This was again done without complication and four coils were visible following deployment. Descripency found in date of explant-(B)(6) 2018 and (B)(6) 2015 unknown treatment received for pain,bleeding,migration,breakage diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: 1, hysterectomy. 2, there is a 1.8 cm simple cyst in the left ovary. 3, right ovary was obscured by bowel. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, nausea, pelvic pain, dyspareunia and dysmenorrhea and following event was described in patient's medical record- embedded device. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received.outcome of bleeding,pain updated as recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and embedded device ('essure coild embedded') in a 31-year-old female patient who had essure (batch no. C55837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, post spinal headache, multiparous, vomiting, low back pain, endometriosis, menometrorrhagia, chronic anemia, intramural leiomyoma of uterus, adenomyosis and cervix inflammation. Concomitant products included ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol), ferrous sulfate;folic acid (ferrous sulphate + folic acid) and paracetamol (acetaminophen). In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful intercourse)"), migraine ("migraines/headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device: fundal areas of the uterus"), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy/ total hysterectomyuterus +cervix and hysterectomy and bilateral salpingectomy-uterus +cervix). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device expulsion, menorrhagia, dysmenorrhoea, dyspareunia, migraine, nausea, depression, anxiety and weight decreased outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: three coils remained visible. This was again done patient's left fallopian tube. This was again done without complication and four coils were visible following deployment. Descripency found in date of explant-(B)(6) 2018 and (B)(6) 2015 unknown treatment received for pain,bleeding,migration,breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: 1, hysterectomy. 2, there is a 1.8 cm simple cyst in the left ovary. 3, right ovary was obscured by bowel. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, nausea, pelvic pain, dyspareunia and dysmenorrhea and following event was described in patient's medical record- embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and embedded device ('essure coild embedded') in a 31-year-old female patient who had essure (batch no. C55837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, post spinal headache, multiparous, vomiting, low back pain, endometriosis, menometrorrhagia, chronic anemia, intramural leiomyoma of uterus, adenomyosis and cervix inflammation. Concomitant products included ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol), ferrous sulfate;folic acid (ferrous sulphate + folic acid) and paracetamol (acetaminophen). In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful intercourse)"), migraine ("migraines/headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device: fundal areas of the uterus"), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy/ total hysterectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, nausea, depression, anxiety and weight decreased outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: three coils remained visible. This was again done patient's left fallopian tube. This was again done without complication and four coils were visible following deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: 1, hysterectomy. 2, there is a 1.8 cm simple cyst in the left ovary. 3, right ovary was obscured by bowel. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, nausea, pelvic pain, dyspareunia and dysmenorrhea and following event was described in patient's medical record- embedded device. Most recent follow-up information incorporated above includes: on 12-jul-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and embedded device ('essure coil embedded') in a (B)(6) year-old female patient who had essure (batch no. C55837) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, post spinal headache, multiparous, vomiting, low back pain, endometriosis, menometrorrhagia, chronic anemia, intramural leiomyoma of uterus, adenomyosis and cervix inflammation. Concomitant products included ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol), ferrous sulfate;folic acid (ferrous sulphate + folic acid) and paracetamol (acetaminophen). In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/ pain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful intercourse)"), migraine ("migraine"), headache ("headache") and nausea ("nausea") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device: fundal areas of the uterus"), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy/ total hysterectomy ). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, headache, nausea, depression, anxiety and weight decreased outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for embedded device with essure. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: three coils remained visible. This was again done patient's left fallopian tube. This was again done without complication and four coils were visible following deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: hysterectomy. There is a 1.8 cm simple cyst in the left ovary. Right ovary was obscured by bowel. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, nausea, pelvic pain, dyspareunia and dysmenorrhea and following event was described in patient's medical record- embedded device. Most recent follow-up information incorporated above includes: on 26-jun-2019: plaintiff fact sheet and medical record received. Lot number newly added. Event added from pfs: device breakage, migration of essure device location of device: fundal areas of the uterus, abnormal bleeding vaginal, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, , nausea, depression, mental anguish and weight loss. Event added from medical record- essure coil embedded. Patient demographic information, product information, essure start date and stop date updated. Other relevant history and lab data updated. Outcome of event pelvic pain was changed from "unknown" to "recovering/resolving". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.